Event description:
It was reported that a patient underwent a achilles tendon repair on (B)(6) 2022 and suture was used. During the procedure, when closing the skin, the needle detached from the suture (3 each). There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: visual analysis of the image submitted for evaluation determined that a closed winding former could be observed shows attached needle/suture product code 1667g, image not clear to determine failure mode. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: patient event: what was the name of the procedure? Achilles¿ tendon repair. What was the procedure date? (B)(6) 2022 please confirm if the suture broke or the needle detached/pulled off from the suture: closing skin, needle detached from the suture (3 each) device return status: 3 needles discarded by account. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-03625, 2210968-2022-03626.